Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that prior to an endoscopic vein harvesting procedure, vasoview hemopro c-ring would not retract fully, causing visualization issues. A replacement was used.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. No visual defects were observed. A mechanical evaluation was conducted. The c-ring metal wires were found functional and able to fully retract and advance without resistance or difficulty. The c-ring was not transected. There were no missing components observed on the c-ring. Based on the returned condition of the device and the investigation results, the reported failure mode ¿mechanical issue¿ was not confirmed.

Event description:
The hospital reported that prior to an endoscopic vein harvesting procedure, vasoview hemopro c-ring would not retract fully, causing visualization issues. A replacement was used.